Event description:
Customer reported receiving erratic readings on their freestyle freedom blood glucose monitor. Customer reported receiving readings of 198 mg/dl, 230 mg/dl and 60 mg/dl within ten minutes. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. The customer also reported feeling sick to his stomach and self-treating with his regular diabetic medication and orange juice to alleviate the symptoms. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
This is an initial report. The product has been requested back for an investigation. The follow-up report will be sent when investigation results are available.